Event description:
The facility's biomed technician reported an infusion pump with failure code 715. Information regarding whether or not the device was in use on a patient when this failure occurred was not available, and no additional contact information was provided. The hospital representative stated that there have been reports of any patient incident involving this pump since the last baxter service event.